Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as there was no allegation of deficiency against the thermal therapy system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported when removing the non-medtronic stereoelectroencephalography (seeg) leads, a portion of a non-medtronic catheter was left in the patient. The removal of the leads occurred before the introduction of the thermal therapy laser and was unrelated to the thermal therapy portion of the procedure. There was no reported delay to the procedure. The catheter piece left in the patient was discovered after the thermal therapy system was used when a radiologist was reviewing the post operative scans. An additional procedure was performed to remove it. There was no additional reported harm to the patient beyond the additional procedure. It was reported that a manufacturer representative spoke with the hospital risk management team and the hospital and the surgeon did not find medtronic at fault.